Event description:
Deployed closure device within artery and one of the hinged flaps on the distal tip, unhinged. The metal flap came out entrapped outside the artery. Required additional surgery to remove.